Event description:
Additional information from the user facility indicated that multiple attempts were made in different positions to get to the bile duct, including passage of a guide wire, but the procedure was aborted as the physician could not get past the oropharynx. This resulted in a mucosal defect just proximal to the upper esophageal sphincter. Unspecified medications were given during the event. No error messages occurred during the procedure, which was 23 minutes long. No surgical delay occurred, and the procedure was stated to be therapeutic. When asked if the condition of the patient was impacted, the answer was ¿yes, sojourner syndrome.¿ post procedure interventions included antibiotics, a restricted diet, and hospital monitoring.

Event description:
A user facility reported to olympus that during an endoscopic retrograde cholangiopancreatography, the evis exera iii duodenovideoscope was involved in an esophageal perforation. Additional event, intervention and outcome information was requested multiple times but not received.